Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('sharp pain on my lower side') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), oropharyngeal pain ("throat hurt/mostly likely from the tube"), urinary tract infection ("urinary tract infection"), gastritis ("inflamed belly") and arthralgia ("ankle/joint pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower and arthralgia had resolved, the oropharyngeal pain, urinary tract infection and gastritis outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain lower, arthralgia, gastritis, oropharyngeal pain, urinary tract infection and weight increased to be related to essure. The reporter commented: the coils trail into the uterus 3-8 turns. Concerning the injuries reported in this case, the following ones were reported via social media: throat pain, device allergy, urinary tract infection and pain quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: reporter added, event ankle/joint pain was added. Event outcome sharp pain on my lower side was update to recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('sharp pain on my lower side') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), oropharyngeal pain ("throat hurt/mostly likely from the tube"), urinary tract infection ("urinary tract infection"), gastritis ("inflammed belly") and arthralgia ("ankle/joint pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower and arthralgia had resolved, the oropharyngeal pain, urinary tract infection and gastritis outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain lower, arthralgia, gastritis, oropharyngeal pain, urinary tract infection and weight increased to be related to essure. The reporter commented: the coils trail into the uterus 3-8 turns. Concerning the injuries reported in this case, the following ones were reported via social media: throat pain, evice allergy, urinary tract infection and pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('sharp pain on my lower side') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), oropharyngeal pain ("throat hurt/mostly likely from the tube"), urinary tract infection ("urinary tract infection") and gastritis ("inflammed belly") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, oropharyngeal pain, urinary tract infection and gastritis outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain lower, gastritis, oropharyngeal pain, urinary tract infection and weight increased to be related to essure. The reporter commented: the coils trail into the uterus 3-8 turns. Concerning the injuries reported in this case, the following ones were reported via social media: throat pain, device allergy, urinary tract infection and pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: case become incident. Social media received events "weight gain, inflamed belly" were added. Reporter information was added. On 20-mar-2020: social media received reporter information and date of removal were added. On 20-mar-2020: fu 8, 9 and 10 process together. On 20-mar-2020: fu 8, 9 and 10 process together. On 20-mar-2020: fu 8, 9 and 10 process together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.